Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced poor performance with the device. The surgeon reported that the device was only partially inserted in the cochlea and the tip of the electrode array was folded over. The device was explanted (B)(6), 2011, and the patient was reimplanted with a new device during the same surgery.